Manufacturer narrative:
Implant and explant dates: if explanted, give date: not applicable as this is not an implantable device. Concomitant medical products: lens ar40, serial number unknown; non-amo viscoelastic, model and lot unknown. Initial reporter phone number: (B)(6). Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), white powder material was found on the front edge of the lens and it was removed during the irrigation/aspiration (I/a) procedure. Reportedly, the surgeon had inspected the lens before the implantation. Additional information was received and it was learnt that there was no impact to the patient and at the follow up visit the patient had no issue. The cartridge, suspected to be the source of the white material, was discarded. No further information was provided.